Event description:
It was reported that the package of the simplex was broken. The breakage was noticed when it was stored in the hospital.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the package of the simplex was broken. The breakage was noticed when it was stored in the hospital.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection of the single-unit box concluded that part of the printed label on the side was torn. The pulling tab was detached from the single-unit box and was found loose inside the single-unit box. No damaged ampoules was observed or reported. The event was confirmed. Based on the visual inspection of the event, the most likely root cause for the torn tab is excessive force being applied when pulling on the tab to remove the unit carton from the box. No damaged ampoules was observed or reported. The unit carton may have been temporarily stuck which caused the user to use additional force. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.